Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. The motor gets loose due to loose drive support disk. The insulin pump passed displacement test, self test and a21 error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that drive supporte cap was protruded. Customer's blood glucose was unknown. Troubleshooting could not be performed as customer was not with caller. Caller was advised that insulin pump would need to be replaced.